Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported missing high and low glucose alarm. Attempted to replicate the customer's complaint using similar configurations samsung galaxy a52, android 13, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with unknown operating system version. Caregiver reported, the sensor's glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer was experiencing hypoglycemia and hyperglycemia with symptoms of headache and was unable to self-treat, requiring treatment with fast acting insulin (novo rapid insulin, dose unknown) via injection provided by caregiver. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The operating system is unknown so product information provided is for ios. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with unknown operating system version. Caregiver reported, the sensor's glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer was experiencing hypoglycemia and hyperglycemia with symptoms of headache and was unable to self-treat, requiring treatment with fast acting insulin (novo rapid insulin, dose unknown) via injection provided by caregiver. No further information was provided. There was no report of death or permanent impairment associated with this event.